Manufacturer narrative:
Product complaint # (B)(4). H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary = no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient's knee was revised due to infection. During the procedure, the patient's knee was irrigated and debrided, and his tibial insert was replace with a new insert of the same size and thickness. Surgical delay unknown. This patient's knee was also revised ten days earlier, on (B)(6) 2023, the result of a prior knee infection. During that procedure, the patient's antibiotic cement spacers were removed and replaced by new attune knee components (implants). This patient's primary knee components were implanted on (B)(6) 2022. The patient's knee became infected. On (B)(6) 2022, his primary tibial insert was removed, his knee was also thoroughly irrigated and debrited, and a replacement insert was implanted. The infection did not clear up, so all of the patient's knee components were removed on (B)(6) 2023 and replaced by an antibiotic spacers. The implantation of the spacers was the first stage of the planned two stage revision procedure. Doi: (B)(6) 2023. Dor: (B)(6) 2023. Affected side: right knee.